Event description:
Additional information received identified the scs system was explanted.

Manufacturer narrative:
Expiration date- 11/2003. Device manufacture date- 11/2001. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation and desired MRI. Surgical intervention may be taken at a later date to address the issue. The patient received two leads with a same lot number.